Event description:
It was reported that a shaft break occurred. The patient presented with in-stent restenosis of a left anterior descending artery stent. A 6 fr 3.75 non-boston scientific guide catheter was inserted in the left main, non-boston scientific wires were placed in the left anterior descending and circumflex arteries, and a 3.50 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the procedure, resistance was felt; while the device was pushed into the guide catheter, the shaft fractured. The balloon and guide catheter were removed from the patient without complications, and the procedure was successfully completed using another device of the same type.